Manufacturer narrative:
(B)(4). Investigation results: a flexiva 200 laser fiber was returned in one continuous piece. The fiber measured approximately 316.9 cm from the top of the connector to the tip which includes the complete distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. There was no damage along the body of the fiber. The investigator was unable to examine the fiber face within the sma connector because light was unable to travel to the fiber face to illuminate it; this indicated that the fiber was broken within the connector. Therefore, a review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a flexible reno-ureteral lithotripsy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a stone light console with laser settings of 0.6 joules and 12 hertz. According to the complainant, during the procedure, it was noted that there was no laser energy coming out from the laser fiber upon laser activation. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber was broken within the sma connector.